Event description:
A surgeon reported performing an intraocular lens (iol) exchange for a pt five years following initial implant surgery. No serial number or diopter was given for the initial lens or replacement lens. Visual acuity was reported to have improved following the lens exchange. The reason for the surgery has not been confirmed. Add'l info has been requested.

Event description:
Add'l info provided from the explanting surgeron indicates the pt is doing well following the lens exchange. The pt is no longer experiencing visual disturbances and his visual acuity has improved. The association between the pt's reported symptoms and the explanted lens is not known. The surgeon feels the symptoms may be the result of a change in the lens material. However, there has been no objective evidence provided to support this assumption.